Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant had never worked quite right since the new implant was put in. Patient clarified that the leads were replaced or upgraded and the implant was taken out and put back in, or that was what the patient was told. Upgrade was on (B)(6) 2024. Hcp's plan was to upgrade the paddles because the patient's stimulation wasn't fulfilling or helping them. Hcp though the upgrade would help them get better coverage. Agent redirected patient to their hcp to address the issue. On (B)(6) 2024, it was reported the patient was scheduled for a lead revision on (B)(6). Both leads were explanted and replaced on (B)(6). Patient reported the therapy was not working. Based on x-rays, both leads had migrated. No additional information was available.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 17-jun-2026, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 17-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.